Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and company representative regarding a patient receiving an unknown intrathecal medication via an implanted pump. The pump stalled, and remained stalled for a period of time then some time later started back up on its own. Magnetic resonance imaging (MRI) was not performed. The logs were read. It was believed that no troubleshooting or intervention had been performed. Patient status was alive; no injury. The issue had been resolved. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, intrathecal medication, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a company representative reported the pump was used to infuse dilaudid 12 mg/ml at 3.806 mg/day. The patient had a return of pain.